Event description:
A customer contacted beckman coulter inc. (Bci) regarding a falsely elevated troponin (accutni) result generated by the unicel® dxc 600i synchron® access® clinical system for one patient.customer tested a patient sample for accutni and obtained a result of 5.84ng/ml. It was the laboratory policy to repeat all accutni results greater than 0.08ng/ml so the sample was re-centrifuged and retested upon which it gave 2 results of 0.00ng/mlthe erroneous result was not reported outside of the laboratory.the customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample was serum collected in a sst and was centrifuged for 15 minutes at 3000g.qc is performed twice daily and was within the customer's established ranges.system check performed prior to the event on (B)(6)2010 met specifications.a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.